Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the recharger screen was blank and she couldn¿t charge the implant because of this and the implant was depleted. The recharger was not charging when plugged into the ac power source and the connector pin was not loose or broken. The patient stated they were charging too frequently and after several hours with full coupling the battery never charged past 0-25%. The patient noted she had discomfort while recharging due to the antenna being too hot. The patient mentioned she had to lay on top of the recharger antenna a certain way and not move to recharger. The implant site above the stimulator was hurting bad so the patient went to their healthcare professional who figured out the recharger antenna was getting so hot it was burning the patient¿s back. The patient had never seen the antenna temperature screen and noted she had her bed cooler set to 64 when she lays on the recharger to charge. A replacement was sent. The indication for use was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 2017-apr-04. It was reported that the patient was charging their implantable neurostimulator (ins) too often and the battery quickly depletes after its been charged completely. Troubleshooting could not be performed due to lack of access to the ins. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.